Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 36618, was returned and analyzed. Visual inspection of the balloon catheter showed traces of blood within the inner balloon. Smart chip verification showed that the catheter was used for five applications on date of event. The catheter failed performance test first due to system notice 50005 (leak detection) when the vacuum was enabled. X-ray imaging showed guide wire lumen kinked at 2 locations and a kink and twist between these 2 locations. Furthermore, pressure test showed a leak through the tip and dissection showed a guide wire lumen breach. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.